Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Customer states a difference of 40-50mg/dl from physician's meter result and the result obtained with the truetrack meter. Verified the strips expire 05/04/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 472mg/dl not fasting. Reviewed meter memory: 1: 146mg/dl; (B)(6) 2015; 11:21:00 pm fasting: yes, 2: 121mg/dl; (B)(6) 2015; 09:27:00 pm fasting: yes, 3: 386mg/dl; (B)(6) 2015; 06:08:00 pm fasting: yes, 4: 385mg/dl; (B)(6) 2015; 10:46:21 pm fasting: no, 5: 306mg/dl; (B)(6) 2015; 06:03:00 pm fasting: yes . No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.